Event description:
Electrical related problems; reportedly, customer was monitoring edv measurement value in rv during surgery and the value suddenly went up to almost 400ml. Hr, co and sv measurement values were normal. Customer wondered how edv could be this high when other parameters were normal. No product will be returned; device was discarded at hospital..

Manufacturer narrative:
The device was discarded at the hospital.